Event description:
An eye care professional reported an unconfirmed ulcer accociated with a weicon 38e contact lens that reportedly tore on eye during wear. The pt had been wearing this type of lens since 1999 and replaced them regularly every year. After wearing a new lens for one day they noticed that it had broken in their eye and went to their local hosp for removal of the broken pieces. The hosp dr told the pt they had an ulcer and prescribed antibiotic eye drops. The eye care professional said that the lens had been inspected visually before it was given to the pt and no defects were observed. The hosp report does not specify a diagnosis of an ulcerative event. No further info is available.